Manufacturer narrative:
New information was received indicating that the battery module provided the power supply. The battery module indicator lit up and showed red and yellow indicators while on alternating current (ac). While the green charger light was on with the unit plugged into ac power, the red and yellow indicators were also on. The battery charger light was not illuminated when the unit was plugged into ac power. The peripheral devices (arterial monitor, cardioplegia monitor, occluder) did not experienced any power loss. There was an audible alarm when the system was on battery power and showed red and yellow battery level indicator. The batteries are replaced every two years.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery module will not charge and the batteries are completely dead. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified that the battery module is faulty. He discovered that the problem with the battery module appears to be one or two of the o ring diodes located inside the base. The f2 fuse on the base distribution board was also found to be open (blown). Replacing the fuse did not correct the problem. The fsr will order and install new diodes. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.